Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the patient does has paresthesia over painful areas on the right side. The patient said it provides very little pain relief. Every group/program the patient has is loaded (groups a-f)and is using available contacts excluding those with high impedance. When the patient increases intensity above 3.5ma on each program, the stim is felt crossing over to her left side and is very painful. Given the facts, the hcp felt as though the lead is the problem to this patient receiving adequate therapy for her chronic pain. The hcp ordered a x-ray to assess lead position and called over the phone to his partner to arrange for a surgical consult. What remains to be decided by the surgeon is whether this patient would be a candidate for revision surgery utilizing a surgical paddle lead or percutaneous leads to correct the system. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that during the patient's last programming session in (B)(6) of 2018, a rep cleared the patient's programming and started fresh to try to optimize the patient's therapy. The caller said those adjustments were not effective because when the patient tries to turn stimulation up, no matter how much she increases on the new programming, the battery isn't losing any charge and the patient is not getting better relief. The patient said she is feeling paresthesia. The rep said the patient wasn't feeling stim at 2.5-3.5 volts. The patient used all of her groups and group impedances were: a1 - 505ohms, b1 - 504 ohms, c1 - 520ohms, c1 - 469ohms, d1 - 490ohms, and d2 - 427ohms. The rep said that there was a couple of contact pairs > 10k ohms, but they are not being used in group a or group b. The rep said the patient got two power on reset (pors) the night prior to the call. The rep cleared it today an d saw a 0 x 400 code. The rep said the patient was charging on the day of the call and did not see any por message after it was cleared.